Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, when stapling, the first handle did not fire. The surgeon was able to press the green button, but was not able to squeeze the handle. The second handles had an unknown issue. A new stapler was used to resolve the issue and complete the case. There was no patient injury.